Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for review and contained the onset of backup battery (ebb) faults on (B)(6) 2204 at around 7:38am. The ebb faults continued until the driveline was disconnected from the system controller on (B)(6) 2024 at around 12:19pm. Following these events the log indicated that the system controller was never reconnected to a pump. The system controller periodically performed internal load test on the ebb and it appeared the ebb was not passing this test, triggering the faults.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a backup battery fault alarm was confirmed via analysis of the submitted log file. The submitted log file contained approximately 1 day of data (17feb2024 ¿ 18feb2024, 23feb2024, 26feb2024 per the timestamp). The log file captured a backup battery fault alarm on 18feb2024 from 07:38:40 to 12:55:51 due to the backup battery not passing the load test. The backup battery did not pass the load test due to the loaded voltage measuring under the acceptable threshold compared to the unloaded voltage. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The system controller was not returned for analysis. Multiple attempts were made to obtain additional information, including if any troubleshooting was performed for the backup battery fault alarms and if any products would be returned for analysis; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. A corrective and preventative action was initiated to investigate the increase in reported backup battery faults. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. The system controller and backup battery were shipped to the customer on 28nov2022. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including backup battery fault alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.